Manufacturer narrative:
Device manufacture date updated to 07/31/2017. Problem code 1069 captures the reportable event of stent shaft broken. A polaris ultra stent was returned for analysis. A visual evaluation of the returned device found that the shaft was detached. The suture string was not returned for analysis. No other anomalies were noted. Based on complaint event details, the issue was noted during preparation, moreover, no defects were reported by the customer during the unpacking of the device. It is possible to determine that the failure encountered (shaft detached) was associated with the interaction of the stent with its suture, because handling of the suture can generate the failure that was found. Therefore the most probable cause of this complaint is 'adverse event related to procedure' since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used during a ureteral stenting procedure, to be performed in the left ureter, on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the stent was broken into two pieces along the shaft. The procedure was successfully completed with the use of another polaris ultra stent. There were no patient complications reported as a result of this complaint. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used during a ureteral stenting procedure, to be performed in the left ureter, on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the stent was broken into two pieces along the shaft. The procedure was successfully completed with the use of another polaris ultra stent. There were no patient complications reported as a result of this complaint. The patient condition at the conclusion of the procedure was reported to be good.